Manufacturer narrative:
Concomitant medical products- natural tibia trabecular metal two-peg porous fixed bearing right size g catalog# 42530007902 lot# 62569489, femur trabecular metal cruciate retaining (cr) standard porous catalog# 42502806802 lot# 62713421, nexgenâ® complete knee solution, trabecular metalâ standard primary patella catalog# 00587806538 lot# 62640421. Reported event was confirmed by review of office visit notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that after a knee arthroplasty, the patient underwent an initial knee manipulation procedure.